Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 3.00x20mm promus premier stent delivery system (sds) was introduced but was unable to cross the target lesion. The physician was trying to hold the sds with his forefinger while pushing it and the shaft bent. They got it out, pulling it back and the shaft broke. The shaft fracture happened outside the patient's body. The procedure was completed with a different device and no patient complications were reported. The fellow had kinked the device in his hand and the physician blamed the shaft break on the fellow pinching the device in his hand.